Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that the ideal suture grasper 60 degree tip bent and it could not grasp the suture.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection reveals that loop of the grasping wirer on the distal end of the device has been pushed closed. The straight section of the grasping wire is in the as expected condition. The button on the device was tested and the grasping wire functioned as intended. This complaint can be confirmed. The probable root cause of this failure is that the loop came in contact with a hard surface which pushed it closed or was damaged during the sterilization process. No nonconformances were identified for this part number, lot number combination per qlik query executed on 5/28/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information provided by the affiliate reported the issue was detected during the rotator cuff repair procedure on (B)(6) 2019 and it caused a 5 minute delay with no patient consequences. The affiliate also stated the device had a bent tip which occurred during penetration and the case was able to be completed with a readily available device. It was later reported by the affiliate via email that during a rotator cuff repair, while penetrating the ideal suture grasper 60 degree tip bent and it could not grasp the suture. There were no unusual forces being applied by the user during use. There was a surgical delay of 5 minutes reported. The procedure was able to be completed by an alternate device. There were no patient impact due to this case.